Event description:
X-rays of the patient's device were received and reviewed by the manufacturer. Based on the x-rays received, no obvious cause for the high impedance can be identified; however a micro-fracture, or a fracture in the non-visible portion of the lead cannot be ruled out. No other information was received.

Event description:
Further information was received from the physician indicating the weight loss was not related to vns. Last good diagnostics were also reported. The explanted generator was returned to the manufacturer, but the lead was not and was likely discarded.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Correction: a duplicate medwatch version 2 was inadvertently submitted. The medwatch version 2 submitted on (B)(4) 2011 should have been submitted under version 3.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's device was showing a high impedance message on diagnostics. The physician reduced the output by 0.5 ma, but the results of diagnostics were the same. Physician explains that the patient has mental retardation, but is very active. However, the parents report no recent trauma or manipulation has occurred. The physician also notes the patient has lost a considerable amount of weight and is now (B)(6). Physician refused to turn the device off as patient has had excellent efficacy with vns, but she informed the parents of how to use the magnet in case of adverse events from high impedance. X-rays were taken of the device, but have not been sent to the manufacturer for review to date. Patient has been referred for revision surgery, but it has not occurred to date.